Event description:
During a hypoglycemic event, patient's blood glucose was reportedly tested on the advantage iii system with a result of 14.8 mmo/l. Patient's blood glucose was reportedly retested, on a paramedic's device, with a result of 1.0 mmo/l. Patient was reportedly taken to hospital for observation. No information pertaining to patient's treatment was provided. The location where the hypoglycemic event occurred was not provided. It is not known if quality control testing had been performed on the advantage iii system. The suspect device was replaced and requested to be returned for evaluation.